Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The h10 verbiage was incorrectly captured by the manufacturer in the previous report. The correct version should read as follows: the manufacturer previously received information alleging dizzy spells and difficulty in breathing and also alleged about particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information received on may 07, 2025: the device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 has been updated in this report.